Manufacturer narrative:
An event of incomplete stent opening and left bundle branch block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete stent opening could not be conclusively determined. The cause of the reported left bundle branch block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Codes removed: health effect- impact code: 4641 unexpected medical intervention.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system (ds). The patient presented with sinus bradycardia, heart rate of 45 beats per minute (bpm), annulus size of 22.9 mm perimeter derived, aortic valve angle of 53 degrees, moderate calcification extending beneath the aortic plane in the interventricular septum, and mild tortuosity. Poor CT quality was noted by the implanter. Pre-dilatation balloon aortic valvuloplasty (bav) was performed with a 24mm balloon. However, bav was ineffective; the balloon moved two times aortic during bav. On the first deployment attempt, the valve was deployed to 80% at a depth of 4mm non-coronary cusp (ncc) and on the left coronary cusp (lcc). However, it was noted that there was non-uniform expansion on the lcc side, with an approximate 1 cm gap between the stent frame and anatomy. In the physician¿s opinion, the reason why the valve expanded non-uniformly was due to there were 4 stent struts on the ncc that were not separated and were located directly next to each other. Re-sheathing was performed, and deployment was started at 6mm in the left ventricular outflow tract (lvot). On the second attempt, valve was deployed to 80%, but the same issue occurred. However, the valve began to drift toward the aorta, which began at approximately 40% on the lcc side. This resulted in a position too high at the lcc. The navitor valve was not released at this time from the catheter. It was noted that there was always a lack of coaxiality between the valve and the native annulus during the deployment. Therefore, a decision was made to re-sheath again. A decision was then made to remove the valve. A bav was performed with a 26mm balloon under contrast. The fully inflated 26mm balloon revealed a significant insufficiency. A decision was made to upsizing to a 29mm navitor valve. On the first deployment attempt, the valve was deployed to 80% at a depth of 4mm non-coronary cusp (ncc) and on the left coronary cusp (lcc). It was noted that the valve began to drift toward the aorta, which began at approximately 40% on the lcc side. This resulted in a position too high at the lcc. The navitor valve was not released at this time from the catheter. It was noted that there was always a lack of coaxiality between the valve and the native annulus during the deployment. In the physician¿s opinion, the reason why the valve expanded non-uniformly was due to there were 4-5 stent struts on the ncc that were not separated and were located directly next to each other. On the third attempt, the valve was implanted at a height of 3mm non-coronary cusp (ncc) and 2mm lcc. It was noted that the valve had been resheathed three times, there was no pvl, and the patient had a gradient of 4mmhg. However, post procedure, a left bundle branch block (lbbb) occurred, requiring a monitor. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. It was reported that the patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.